Manufacturer narrative:
Device evaluation: blood and contrast were present throughout the distal lumen and balloon. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear extended from proximal to distal markerband outer edges (12mm). Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The physician advanced the 3.25x12mm quantun maverick balloon to the lesion and on the first inflation, inflated the balloon to 18atms. On the second inflation the balloon was inflated to 16atms and ruptured. The device was removed intact. The procedure was completed with a non-bsc balloon and the deployment of a 3.0x38mm taxus liberte stent. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the moderately tortuous and severely calcified mid right coronary artery. The physician advanced the 3.25x12mm quantun maverick balloon to the lesion and on the first inflation, inflated the balloon to 18atms. On the second inflation the balloon was inflated to 16atms and ruptured. The device was removed intact. The procedure was completed with a non-bsc balloon and the deployment of a 3.0x38mm taxus liberte stent. No complications were reported and the patient's status is good.